Manufacturer narrative:
Concomitant medical products: 3889-28 lead, 3058 ipg were implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the right atrial (ra) lead exhibited under-sensing, causing false termination of ongoing arrhythmia. The ra lead remains in use. No patient complications have been reported as a result of this event.